Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #: unknown, unknown taperloc stems, lot # unknown. Catalog #: unknown, unknown head, lot # unknown. Catalog #: unknown, unknown liner, lot # unknown. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-07969, 07974, 07975, 07976.

Event description:
It was reported that a patient underwent initial total hip arthroplasty approximately 3 years ago. Subsequently, the patient experienced discharge and superficial infection approximately five weeks post operatively. Local would care and antibiotics failed to work, so an irrigation and debridement of the right hip with a revision of the surgical would was done about a month after the patient's primary surgery.

Manufacturer narrative:
(B)(4). The product was not returned for the investigation, therefore a visual and dimensional evaluations could not be performed. Device history record was not reviewed due to item and lot identification is necessary for review. Review of operative notes confirm that the patient underwent irrigation and debridement. Presents with non healing proximal end of incision (located in crease of groin/underwear area). Treated prior without healing. Taken to surgery for I&d. Nonviable tissue debrided. Explored into fascia and muscle and was found intact. No complications noted. No components revised/explanted. A definitive root cause cannot be determined with the information provided if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.